Event description:
It was reported that the crystalens was explanted/exchanged five weeks postoperatively for standard monofocal lens to address asymmetrical lens vaulting. The pt's preoperative manifest refraction was +1.25 -0.50 x135 with bcva of 20/30. Before iol exchange, pt's bcva was 20/40. The pt's ucva after iol exchange was 20/70. The surgeon indicated that in his opinion, the likely cause of the event was fibrosis/premature capsular contraction. The pt's current prognosis is good. This event refers to the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be supplemental report will be submitted upon completion of the investigation.